Manufacturer narrative:
Device code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's ins was determined to not have been flipped. During the surgery the doctor assessed that the battery was oriented correctly with the manufacturer's logo face-up; the surgery occurred on (B)(6)2018. The reason for the replacement was because the patient hadn't used their device in over a year and needed a replacement. The patient's weight was unknown and it was noted that the patient had communication and recharging problems with their device. This information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back syndrome - other. Information was reported that the rep said that they were going to replace the patient's battery and the patient may be a twiddler. The rep stated that the patient indicated that they thought the battery may have flipped. The patient also stated that they haven't used the device in a year and a half and they couldn't communicate with the battery. It was reviewed that the battery orientation, etching near the skin or away, did not change the recharging function. No further complications were reported. No additional patient symptoms were reported.